Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01288; 3005168196-2016-01289; 3005168196-2016-01290.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lantern), ruby coils, and pod packing coils (podj coils). During the procedure, the physician advanced a 45 degree lantern through a non-penumbra catheter, and successfully deployed and detached three ruby coils in the target vessel. Next, the physician attempted to deploy a new ruby coil (f61044) in the aneurysm; however, the ruby coil was unable to fit properly in the aneurysm and therefore, the physician decided to remove to remove it. However, while retracting the ruby coil through the lantern to remove it, the ruby coil unintentionally detached within the lantern. The physician then attempted to remove the detached ruby coil from the lantern and it started to unravel; therefore, the lantern was removed from the patient and the physician successfully pulled the detached ruby coil from it. The same lantern was reinserted into the patient's body and another ruby coil (f70078) was advanced; however, the physician experienced resistance and the ruby coil unintentionally detached as the physician continued to advance it against resistance. The lantern containing the detached ruby coil was removed from the patient and the physician switched to a straight lantern since the physician believed that the 45 degree angle lantern was preventing access to different areas. The straight lantern was then advanced through the same non-penumbra sheath without resistance. However, while advancing a podj coil (f67659) through the straight lantern the physician experienced resistance. The physician then continued pushing this podj coil against resistance and the podj coil unintentionally detached with about 10cm of the coil still within the lantern. The physician also noticed that the lantern became kinked; therefore, the lantern containing the detached podj coil was removed. However, while removing the detached podj coil from the lantern, it became unraveled and the physician was eventually able to pull it out. Thereafter, the procedure was completed using a non-penumbra microcatheter, new ruby coils, and new pod coils. The physician used a rotating hemostasis valve, and flushed the microcatheters between each coil. There was no report of an adverse effect on the patient.